Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white plastic material - however, although it was possible to ascertain that the foreign material did not originate from an olympus device, it was not possible to identify it further. A cause of the event could not be presumed further. In order to prevent further recurrence, it is recommended that the user facility review the method of device handling in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a white plastic-like material protruding from the nozzle, the distal end adhesive was lifting, the control body aspiration housing colored ring was worn, the air channel had blockage, the water flow was not to specifications, the water removal was not to specifications, and the water channel had blockage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had high pressure in the channel. The event was found during maintenance. Inspection and testing of the returned device found debris in the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.